Manufacturer narrative:
(B)(4). Date sent: 10/02/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: removing the magnetic sphincter augmentation device: operative management and outcomes. Authors: james m. Tatum, evan alicuben, nikolai bildzukewicz, kamran samakar, caitlin c. Houghton, john c. Lipham. Citation: surgical endoscopy (2018). Doi: https://doi.org/10.1007/s00464-018-6544-y. This single-center review discusses intraoperative management and subsequent patient outcomes in attempt to determine how failure might be prevented and how subsequent outcomes might be optimized at the time of removal. This retrospective review involves 24 patients (male 12 and 12 female; mean age: 54±16) undergoing msa (linx; ethicon) removal from march 2009 to september 2017 in a single institution. During the study, 435 msa devices (linx; ethicon) were implanted, 24 of which required removal. The reasons for removal includes: persistent and recurrent gerd (n-13), recurrent/expanding hiatal hernia (n-9) and msa was placed too distally and found below gastro-esophageal junction (gej) (n-2) in which 10 patients underwent hiatal hernia repair with linx device removal and replacement with a new device, 2 patients who had recurrent/expanding hiatal hernia also underwent fundoplication, and 2 patients had the device removed with no further intervention. Other reasons for removal included device erosion (n-2) in which 1 device was removed completely via endoscopy, and 1 patient had 6 beads of msa removed endoscopically and 6 days later had the remaining 7 beads of the 13-bead device removed with laparoscopy, and dysphagia (n-9) in which the msa devices were removed in all these patients and 2 patients also underwent partial fundoplication. Symptoms had improved in 4 patients and resolved in 4 patients. In conclusion, msa removal when necessary can be accomplished through minimally invasive means. Repeat linx or fundoplication can be performed after removal, however may not be necessary in patients with removal for dysphagia.